Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter..

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient developed meningitis on an unknown date. An infectious disease evaluation was performed, the patient was given antibiotics, and the pump was explanted on (B)(6) 2017. The patient's doctor was notified as an "fyi."the issue was considered unresolved at the time of report and the patient's status was alive - with injury. It was unknown whether any environmental, external, or patient factors may have led to the issue. No further complications were reported or anticipated. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that a certain diagnosis of meningitis was not made. The patient's weight was provided, and the pump and catheter were both reportedly explanted and disposed of.